Event description:
Event description cpi received information that a high lead impedance was noted following a full-output shock. It was further reported that the ICD sensed noise resulting in an inhibition of pacing.